Manufacturer narrative:
An event regarding an accolade tmzf stem that sat proud involving an accolade tmzf rasp was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because further information is needed.

Event description:
It was reported during initial surgery of right hip, the doctor broached up to #4. The broach set where he wanted it. When the stem was implanted it sat proud about 5mm. It then twisted into more inversion than broach. This led to a 30 minute delay in surgery. However the procedure was completed successfully.

Event description:
It was reported during initial surgery of right hip, the doctor broached up to #4. The broach set where he wanted it. When the stem was implanted it sat proud about 5mm. It then twisted into more inversion than broach. This led to a 30 minute delay in surgery. However the procedure was completed successfully.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital kept device.